Manufacturer narrative:
During an inspection of the facility's advantage plus pass-thru automated endoscope reprocessor (aer), a medivators field service engineer (fse) identified that the dosing lines for rapicide pa part b were interchanged between the aer left and right basins. The aer connections were corrected by the fse and testing was performed to ensure the machine was functioning properly before returning the aer to operation. Based on the information provided and the investigation of the complaint, cantel has confirmed that a human error occurred and the dosing lines for rapicide pa part b were interchanged between the aer left and right basins. The cause of this situation is expected to be due to incorrect connections during a previous servicing event with the aer. Medivators will continue to monitor for similar events to ensure the product continues to perform as expected.

Event description:
During an inspection of the facility's advantage plus pass-thru automated endoscope reprocessor (aer), a medivators field service engineer (fse) identified that the dosing lines for rapicide pa part b were interchanged between the aer left and right basins. The aer connections were corrected by the fse and testing was performed to ensure the machine was functioning properly before returning the aer to operation.